Event description:
A patient underwent hydrus microstent implantation on an unknown date. Postoperatively, the surgeon noted the microstent was implanted into the iris rather than schlemm¿s canal. The surgeon has decided to monitor rather than explant because the patient is not experiencing any issues.

Manufacturer narrative:
The hydrus microstent remains in-situ and is not available for evaluation. The surgeon reported that they had implanted the hydrus microstent incorrectly; the device was implanted in the iris root rather than in schlemm's canal. Device identifiers and additional patient information have been requested; however, based upon follow-up no further information is expected. Device malposition and iris-microstent touch are listed in the device labeling as potential adverse events. The manufacturer internal reference number is: (B)(4).